Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and diminished sensing. No intervention occurred because sensing was consistent and at acceptable values after an ablation. The lead remains in use. No patient complications have been reported as a result of this event.